Manufacturer narrative:
As reported, the echo ps balloon detached from the bard/davol ventralight st mesh while deploying through the trocar. The subject device is not returned for evaluation. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Based on the information provided and without having the sample available for evaluation, no conclusion can be made. The instructions for use (IFU) supplied with this device recommends " the ventralight st mesh with echo ps positioning system should be hydrated for no more than 1-3 seconds just prior to laparoscopic placement. The ventralight st with echo ps positioning system must be rolled immediately after hydration. Using the introducer tool or grasper roll the ventralight st mesh with echo ps positioning system parallel to the bard logo with the polypropylene on the outside and bioresorbable coated side with the echo ps on the inside. Insert into the abdomen through the recommended minimum trocar or trocar incision site. Do not force the device through the trocar. If the ventralight st mesh with echo ps positioning system will not easily deploy down the trocar, remove the trocar and insert through the next largest available size trocar or through the trocar incision site and reinsert trocar. Note, the date is event is estimated based on the date of awareness (16-mar-2021).should additional information be provided a supplemental MDR will be submitted.

Event description:
As reported, during an laparoscopic ventral hernia repair procedure using a ventralight st w/ echo ps the balloon became detached from the mesh while pushing it through the trocar. As reported, the surgeon rolled the mesh with the echo ps inside and inserted into the patient through a 12 mm trocar. As reported, the surgeon worked around the issue by removing the echo ps balloon and fixating the mesh in place using sorbafix fixation. The surgeon is very experienced in using the device. As reported, there was no patient harm and the sample was discarded.